Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal lioresal 500mcg/ml, 77mcg day, for intractable spasticity. The patient was having discomfort at the pump site and requested that it be exchanged for a smaller pump and the pocket placed more inferior. The pump was changed from a 40ml pump to a 20ml pump on (B)(6) 2015. The patient status at the time of this report was alive-with injury. Medical history includes spasticity of cerebral origin secondary to stroke. Follow-up was conducted to obtain all information relevant to the event.